Event description:
Information received by medtronic indicated that the customer reported that unexpected error message . Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus for history files and trace files. No alarms or alerts noted during testing, however, pump error 43 occurred on (05/21/2023 16:00--22:41) & (05/22/2023 09:38) found in the history files or traces. Pump error 130 occurred on 05/21/2023 17:15--22:35 in history files and traces. Low battery alert (05/21/2023 05:03) replace battery alert (05/22/2023 10:07) in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, overlay scratched, stained keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. Motor was tested outside of unit and passed. Unexpected error message is confirmed due to pump error 43 being found in history files. Pump error 43 is confirmed due to being found in history files and due to motor anomaly. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.